Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 40 minutes into the procedure. Reportedly, the image was lost while trying to take their fourth biopsy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.